Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced shallowing of the acd with a significant reduction in iridocorneal angles and pupil impairment. Reportedly, "anterior chamber angles ods are very shallow 1 year post op with normal pressure" and "pupil asymmetric - elongated temporally". The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - health effect - clinical code (e): 4581 - shallowing of the acd with a significant reduction in iridocorneal angles and pupil impairment. H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim: (B)(4).